Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced the high blood glucose and compromised force system alarm. The customer was treated with the manual injection. The customer's blood glucose was 517 mg/dl. The customer reported that when they primes the pump insulin goes squirting out. The troubleshooting was not performed for high blood glucose. The troubleshooting was performed for the prime rewind. The drive support cap was appeared to be normal. The customer was advised to discontinue use of the insulin pump and the customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.